Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 contained foreign matter. Verbatim: complaint via email. Email(s) attached. Please see attached syringe 10ml has a black marking. Lot 5232581. Has been opened but not used. Can send back for review / investigation.